Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their left device was causing problems. It was doing what it was supposed to but it would zap them. It would agitate their nerves, was more emotional, could not sit for long, could not sleep, started falling and lost a lot of weight. The change in therapy/symptoms was reported to be gradual. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.